Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable, pump won't run. It was reported there were bubbles. Per reporter residual volume was: 86.4 ml, rate 2.2ml.hr. And 12.45 ml was given. No adverse patient effects were reported. No additional information is available at this time.